Event description:
The pump was explanted because the incision where the pump was placed would not heal after implant and was infected. The pt's legs got "fat", he retained fluid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).